Event description:
Pt discharged from hosp to home care. Was given a warm humidified trach air collar with humidifier equipment from a distributor. Within 24 hrs the humidifier stopped working, precipitating an emergency room visit for respiratory distress from mucous plug. Pt went home with new humidifier equipment. Subsequently, two more humidifiers malfunctioned, and pt was hospitalized in intensive care for respiratory failure three days after initial discharge.